Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed cable ID change messages related to loss of patient impedance and appears tobe normal behavior. The device's pacer function will abort if it does not detect a viable patient impedance. This report has been attributed to poor coupling to the patient. A replacement multifunction cable was sent to the customer as a precaution. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a male patient (age unknown) in full cardiac arrest, the device's pacer function shut off by itself. Complainant indicated that the clinician manually re-enabled the pacing function to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.